Event description:
Reference importer # (B)(4).

Manufacturer narrative:
Document review: medacta bipolar head - ref. (B)(4)/ lot 102255 ((B)(4) items produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. Fourteen bipolar heads belonging to this lot have already been implanted and no similar incidents have been reported. Cocr femoral head (k080885) - ref. (B)(4) / lot 120542 ((B)(4) heads produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. Eight heads belonging to this lot have been already implanted and no similar incidents have been reported. Amistem h femoral stem cementless (k093944) - ref. (B)(4) / lot 121534 ((B)(4) stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. Sixteen stems belonging to this lot have been already implanted and no similar incidents have been reported. The stem was not revised. From the data collected, the infection occurred is highly likely not device related.